Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2011 and suture was used for continuous abdominal fascial closure. The patient developed wound dehiscence with wound infection on (B)(6) 2011 and was treated with re-operation with intra-abdominal drainage, irrigation and placement of a mesh. It is unclear at this time how the suture used for facial closure was related to the anastomosis insufficiency. The current status for the patient is listed as ongoing.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ii plus antibacterial suture, pds ii (polydioxanone) suture.